Manufacturer narrative:
The user started receiving sensor replacement alert on (B)(6) 2025, day 216 after insertion. In-house testing of sensor shows no issues with sensor functionality. A review of the dms data showed optical instability which caused blinding of the sensor glucose data and consequent triggering of the sensor replacement alert. This instability was not observed in the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel. The user was offered a sensor replacement as a resolution. B4. Date of this report 23 oct 2025. G3. Date received by the manufacturer? 23 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 25 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.